Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of a balloon damage.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in a procedure performed on (B)(6) 2025. During the procedure, it was reported that the balloon broke. The specific damage was unknown. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.